Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing on a supraventricular tachycardia (svt) episode, along with no capture. The atrial lead remains in use. No patient complications have been reported as a result of this event.